Manufacturer narrative:
The delivery system was returned to edwards for evaluation. The nose cone and balloon were separated and the guidewire lumen was stretched and torn at the nose cone. A longitudinal tear was observed on the balloon towards the proximal end of the delivery system. Multiple creases/wrinkles were observed on the balloon material. The single wall thickness of the balloon was measured on both sides of the tear line and the double wall thickness was calculated; the calculated double wall thickness measurements met specification. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, a balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the root cause of the balloon burst was appears to be due to calcification in the native annulus. The cause of the component separation appears to be due to use of force while retrieving the system through the sheath after resistance was met. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a sapien valve, the delivery system balloon ruptured. The native annulus was reported as moderate-severely calcified. The annulus measured 17mm x 23mm on CT, with an area of 310. Initially the aortic valvuloplasty balloon (bav) ruptured during inflation. Subsequently the delivery system balloon ruptured during valve deployment. The valve was fully deployed and required no additional intervention. Upon removal of the delivery system through the sheath resistance was met, and as a result of pulling, the balloon material and nose cone broke off into the sheath. Upon removal of the sheath the nose cone and balloon material came with it and were retrieved. The patient was stable at the end of the procedure. The balloon bursts were reported to be due to calcium.

Manufacturer narrative:
The device will be returned to edwards lifesciences for evaluation. Edwards continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.